Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's son that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 35 mg/dl at the time of the incident. The customer was at 248 mg/dl at the time of the call. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer had issues with battery cap removal on their pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with operating currents within specifications. It passed functional testing including the self test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test and displacement accuracy test. The device was received with stripped battery cap coin slot. It was received with cracked case at the display window corners, cracked battery tube threads, minor scratched display window and case.